Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and adnexa uteri mass ("left adnexal mass") in a 30-year-old female patient who had essure (batch no. 632030, 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache and tubal ligation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included muscle spasm, ovarian cyst, vaginal bleeding, oral contraceptive, sleep unwell, groin pain, hernia and insomnia. Concomitant products included amitriptyline from (B)(6) to (B)(6), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and naproxen from (B)(6) to (B)(6). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced alopecia ("hair loss/thining"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain lower ("lower abdominal pain / severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic salpingo-oophorectomy and removal of essure coil on (B)(6)2013.) And surgery (removal of left adnexal mass on (B)(6)2013). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, vaginal haemorrhage, nausea, fatigue, alopecia and abdominal pain had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she tolerated the procedure well.there were 4 left trailing coils and 1 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were reported via social media lower back pain,pelvic pain, menorrhagia,vaginal bleeding,pelvic pain with intercourse,migraine. ¿lot number information overview¿- 632030, 20205786 most recent follow-up information incorporated above includes: on (B)(6)2018: case correction done. Essure lot numbers updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and adnexa uteri mass ("left adnexal mass") in a 30-year-old female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included muscle spasm, ovarian cyst, vaginal bleeding, oral contraceptive, sleep unwell, groin pain, hernia and insomnia. Concomitant products included amitriptyline from 2013 to 2014, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and naproxen from 2013 to 2014. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches") and fatigue ("fatigue"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("abnormal heavy menstrual bleeding"), abdominal pain lower ("lower abdominal pain / severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), nausea ("nausea"), abdominal pain ("abdominal pain") and adnexa uteri mass (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingo-oophorectomy and removal of essure coil on (B)(6) 2013.) And surgery (removal of left adnexal mass on (B)(6) 2013 ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, vaginal haemorrhage, nausea, fatigue, alopecia and abdominal pain had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she tolerated the procedure well. There were 4 left trailing coils and 1 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media lower back pain, pelvic pain, menorrhagia, vaginal bleeding,pelvic pain with intercourse, migraine. Most recent follow-up information incorporated above includes: on 1-mar-2018: lot number updated. Medical record received. Medically confirmed case. Reporter added. Concomitant disease, concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and adnexa uteri mass ("left adnexal mass") in a 30-year-old female patient who had essure (batch no. 632030) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache. Previously administered products included for an unreported indication: depo provera. Concomitant products included amitriptyline from 2013 to 2014 and naproxen from 2013 to 2014. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches") and fatigue ("fatigue"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("abnormal heavy menstrual bleeding"), abdominal pain lower ("lower abdominal pain / severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), nausea ("nausea"), abdominal pain ("abdominal pain") and adnexa uteri mass (seriousness criterion medically significant). The patient was treated with surgery (left salpingo-oophorectomy on (B)(6) 2013 and right salpingectomy on (B)(6) 2016) and surgery (removal of left adnexal mass on (B)(6) 2013 ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, vaginal haemorrhage, nausea, fatigue, alopecia and abdominal pain had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received:abnormal vaginal bleeding, headaches, nausea, fatigue, hair loss, abdominal pain added,events outcome added,lot number added,concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and adnexa uteri mass ("left adnexal mass") in a 30-year-old female patient who had essure (batch no. 632030, 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache and tubal ligation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included muscle spasm, ovarian cyst, vaginal bleeding, oral contraceptive, sleep unwell, groin pain, hernia and insomnia. Concomitant products included amitriptyline from 2013 to 2014, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and naproxen from 2013 to 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced alopecia ("hair loss/thinning"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain lower ("lower abdominal pain / severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic salpingo-oophorectomy and removal of essure coil on (B)(6) 2013.) And surgery (removal of left adnexal mass on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, vaginal haemorrhage, nausea, fatigue, alopecia and abdominal pain had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she tolerated the procedure well. There were 4 left trailing coils and 1 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were reported via social media lower back pain,pelvic pain, menorrhagia,vaginal bleeding,pelvic pain with intercourse,migraine. ¿lot number information overview¿- 632030, 20205786. Batch number: 20205786 exp date:2012/08 man date:2009/08 . Batch number: 622030 exp date:2012/04 man date:2009/04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and adnexa uteri mass ("left adnexal mass") in a 30-year-old female patient who had essure (batch no. 632030, 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache and tubal ligation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included muscle spasm, ovarian cyst, vaginal bleeding, oral contraceptive, sleep unwell, groin pain, hernia and insomnia. Concomitant products included amitriptyline from 2013 to 2014, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and naproxen from 2013 to 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2011, the patient experienced alopecia ("hair loss/thining"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain lower ("lower abdominal pain / severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic salpingo-oophorectomy and removal of essure coil on 19apr2013.) And surgery (removal of left adnexal mass on 19-apr-2013). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, vaginal haemorrhage, nausea, fatigue, alopecia and abdominal pain had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she tolerated the procedure well.there were 4 left trailing coils and 1 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-sep-2009: occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were reported via social media lower back pain,pelvic pain, menorrhagia,vaginal bleeding,pelvic pain with intercourse,migraine. ¿lot number information overview¿- 632030, 20205786 batch number: 20205786 exp date:2012/08 man date:2009/08 batch number: 622030 exp date:2012/04 man date:2009/04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A left salpingo-oophorectomy on (B)(6) 2013 and right salpingectomy on (B)(6) 2016 was performed to remove micro-inserts. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), abdominal pain lower ("lower abdominal pain / severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (left salpingo-oophorectomy on (B)(6) 2013 and right salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, vaginal discharge, vaginal infection, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain and dyspareunia had resolved and the migraine outcome was unknown. The reporter considered pelvic pain, vaginal discharge, vaginal infection, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A left salpingo-oophorectomy on (B)(6) 2013 and right salpingectomy on (B)(6) 2016 was performed to remove micro-inserts. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.